Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: calsina , l., clara, a., collado, s., barbosa, f., martinez, r., & mateos, e. (2013). Treatment of arteriovenous haemodialysis graft thrombosis associated to venous anastomotic stenosis by surgical thrombectomy, covered stenting and high-pressure angioplasty. Retrieved from https://www.revistanefrologia.com/es-linkresolver-tratamiento-trombosis-protesis-arteriovenosas-hemodialisis-x0211699513052814.

Event description:
It was reported in an article from the journal of nefrologia titled " treatment of haemodialysis arteriovenous graft thrombosis associated with venous anastomotic stenosis by surgical thrombectomy, covered stenting and high-pressure angioplasty " that patency was observed after the stent graft placement due to arteriovenous (av) graft thrombosis associated with venous anastomotic stenosis by open thrombectomy, covered stenting and high-pressure angioplasty. Throughout the follow-up, 36 new similar procedures were necessary, in 62.9% of cases, by iterative thrombotic events. Stenoses responsible for new thrombotic episodes were located intra-stent in 50% (in the most proximal section) and at the end of the stent without actually affect it in 50%. The status of the patient was not provided.